Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) caused high right ventricular (rv) thresholds. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Analysis summary for pe#: (B)(4) analysis transaction ID#: (B)(4); model#: d314vrg serial/lot#: (B)(4), methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Mechanical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: device - preliminary analysis, device - functional analysis, and device - longevity analysis. Results of analysis: based on analysis, it was determined that the product met specification. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2019-10-08 13:20:09 (B)(4), product ID# (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.